Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Imaging evaluation was completed as 3mensio imagery and device-related photos were provided, and the following was observed: the patient's access vessel had presence of calcification and tortuosity; the sheath shaft was expanded, as designed; and the sheath shaft had some curvature and appeared to be kinked. The complaint for "inability to advance through sheath" was confirmed based on evaluation of the provided images. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as these factors were present in the patient-s anatomy per 3mensio imagery. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The complaint for "sheath kinked, bent" was confirmed based on evaluation of the provided images. Available information suggests patient (tortuosity) and procedural (excessive manipulation) factors likely contributed to the event. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can further lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient underwent an unsuccessful transfemoral tavr procedure with a 26mm sapien 3 ultra resilia in aortic position. During the procedure, the heart team had difficulty advancing the 26mm sapien 3 ultra resilia valve through the 14fr esheath. The team used fluoroscopy to determine what was causing the difficulty and observed the 14fr esheath was kinked at the level of the external iliac and the tip of the valve was striking the kink in the esheath. The team was ultimately able to straighten the esheath and advance the valve just past the iliac bifurcation within the esheath. The patient became hemodynamically unstable requiring pharmacology support. The team took an aorta angiogram to evaluate the descending aorta and femoral/iliac arteries which revealed a perforation/dissection of the left external iliac. It was decided to abort the tavr and address the vascular injury and the entire system with valve was removed and not deployed. The patient required balloon cover stents to the left external iliac. The team was able to successfully repair the vessel and the patient was transferred to the ICU in stable condition. The team will re-evaluate the patient for alternative access tavr at another date. Per follow-up with the fcs, there were no abnormalities noted about the sheath during prep. It is suspected that the kink occurred while trying to advance the commander delivery system. The expansion tool was used and the loader was able to be fully inserted into the sheath/sheath housing. There was no difficulty noted while inserting the sheath in the patient. The delivery system was at the sheath shaft (blue portion) when the resistance was noted. There was no withdrawal difficulty experienced. The perceived root cause for the vascular injury was the calcified external iliac. They believe the vascular injury was caused when advancing the delivery system. It was noted that there was also an esheath kink. The esheath will be returned.